Event description:
This report is filed for the worsening mitral regurgitation (mr). It was reported that one mitraclip was implanted on (B)(6) 2013 in the patient with degenerative mitral regurgitation (mr) reducing mr from 4 to 1. Almost six months after the mitraclip procedure, on (B)(6) 2014, the patient had severe mitral regurgitation and severe left ventricular dysfunction with an ejection fraction of 30%. Medication was given, but the conditions remain unchanged. Reportedly, these events may be related to the implanted mitraclip. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient anatomy and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.